Manufacturer narrative:
Correction to all fields. Information from the surgeon states that the event is not related to the zimmer biomet device. The device was reported in error; there were no malfunctions.

Event description:
Information from the surgeon states that the event is not related to the zimmer biomet device. The device was reported in error; there were no malfunctions.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Reference and lot number of concerned device are not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of traceability and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress.

Event description:
Mobi-c p&f us : revision due to pain. Information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose, device removal. Patient diagnosis, pre-implantation described by surgeon as, cervical ddd/ radiculopathy. Level where device implanted : c5-7. Level where event occurred: c5-7. Choosing from a multiple-choice list describing event type, surgeon chose other and wrote, continual neck pain. Asked for a detailed description of the event, surgeon responded, chronic post-op facet pain diagnosed. Facet injections. According to surgeon, there is no causal connection between the event and the device. Additional information was requested. Investigation still in progress.